Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient's lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. Lead fracture was suspected.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(4)) device evaluation indicated that the lead was cut, and the proximal tip was not returned. X-ray inspection on the remaining of the lead found no cable fractures. Damage to the lead was a result of a typical explant procedure and it was not considered a failure. Sc-2316-50 (sn: (B)(4)) a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the visual/x-ray inspections and impedance measurement test were performed. No anomalies were found. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. The lead was cut, and the proximal tip was not returned. The cut damage was a result of a typical explant procedure and it was not considered a failure. X-ray inspection of the returned portion of the lead found several cable fractures at the kinked sections of the lead body where the clik anchor was positioned. Fracture location was 1 cm from the clik anchor set screw mark. No cables were exposed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient's lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. Lead fracture was suspected.

Manufacturer narrative:
Additional information was received that one lead had two contacts out and the one with the lead splitter showed all contacts bad. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient's lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. Lead fracture was suspected.